Manufacturer narrative:
Eval summary: it was report that the pt had fallen backwards on day 3 post operatively in the hospital bath room. The pt reported that the doctor had found no dislocation to the hip was found. However, it is unk if there was any change to alignment or prosthesis failure due to the fall. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Eval: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the pt is experiencing pain and swelling.